Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 4. The indication for use was spine/back and malignant pain. The patient reported that they needed a new handset for their pain pump. During the call the patient was extremely escalated. The patient stated that they keep getting error message and it takes them 5 minutes to deliver bolus. The patient said they also get message about connection interrupted and mentioned a lot of messages and could not confirm if they get any service codes. The patient did confirm being stuck at 90%. The patient also said sometimes it charges and sometimes it did not. The agent offered to clear data and troubleshoot to identify the issue. The patient became escalated and insisted on a replacement and then disconnected the call. Additional information was received on 2026-01-28 from the patient who reported they are getting error codes every time they try to deliver a bolus. They get a message to close the app and the device was taking a long time to connect and the handset was not getting charged. The patient stated these issues have been going on for months and it¿s getting worse. The agent assisted patient with clearing the data on the handset. The handset shows 20% charge and shuts down the handset. The agent asked the patient to connect to devices and handset continues to show connecting and spinning. The agent confirmed the communicator was over the ins. Agent asked the patient to plug the communicator into the outlet and communicator battery indicator showed yellow. The agent confirmed patient did not have fall or trauma. Agent reviewed device function and best practice for recharging the external devices. A request was sent to the repair department for a handset and communicator replacement due to the communicator ¿not connecting to pump, spinning and connecting¿ and the handset not charging, not connecting and getting messages.